Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full battery functionality testing without duplicating the report. The battery connection assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.